Event description:
It was reported that vessel dissection occurred. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment, but it could not cross the lesion. However, dissection was also noted.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event/procedure date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event/procedure date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment, but it could not cross the lesion. However, dissection was also noted. Dissection is a known inherent risk associated with percutaneous transluminal coronary angioplasty and is listed in the instructions for use as a potential outcome when using this synergy xd device.

Event description:
It was reported that vessel dissection occurred. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment, but it could not cross the lesion. However, dissection was also noted.